Event description:
Patient was implanted with the inspire system on (B)(6) 2019 and developed a seroma post-operatively. The seroma was aspirated and the patient was put on antibiotics. The labs came back clear of infection. The seroma was resolved as of (B)(6) 2019.